Event description:
It was reported that, after a tka surgery had been performed, the patient developed an infection. The event was resolved by performing a revision surgery: the journey ii resurfaced patellar component was explanted. The patient outcome is unknown.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms responses to the requests for clinical documentation/information have not been received as of the date of this review; therefore the root cause of the reported infection and subsequent revision could not be fully assessed nor concluded. Per complaint details, the event was resolved by the revision. The patient impact beyond that which was reported could not be determined. No further assessment can be rendered at this time. Should clinically relevant documentation/information and/or product evaluation findings become available, the clinical/medical task may be re-evaluated. A review of complaint history for the listed part revealed no prior complaints for the following batch numbers. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.